Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The biomed stated they have no record of any pt incident involving this pump since the last baxter service event.